Event description:
The day after the implant, the atrial lead of the device shows greater than 2500 ohms and switched to unipolar. There was no atrial capture however sensing was good. Physician retested the atrial and ventricular leads through the analyzer and also revised the set screws. The pt was closed up and the device was interrogated. Upon interrogation both the atrial and ventricular leads measured out of range impedances and switched to unipolar. The physician requested another evia dr-t, (B)(4).